Event description:
The nurse reported that the foot of the total care bed goes down slowly on its own over a 24 hr period.

Manufacturer narrative:
The tech cleaned and re-seated the foot down pilot valve and let the bed sit un-occupied for 3 hrs with a 50lbs weight on the foot section. The foot section did not drift down at that time.